Event description:
Vascular access system was placed in pt 3/23/94. The port was leaking; physician discovered with image intensifier that catheter was separated from port. Reservoir with attached tubing was removed, however remaining part of catheter was removed in x-ray under fluoro.